Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a left chest wall incision infection. The patient had a post-operative visit with the healthcare provider because of an observed left incision blistering with serosanguineous fluid. The bilateral ins system was replaced, keflex po was administered one dose a week. The issue was resolved without sequelae.